Manufacturer narrative:
Product not received.

Event description:
The user facility reported that the device broke two blades. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that the device broke two blades. Attempts were made to obtain additional information about the event; no further information was received.